Event description:
A user facility registered nurse (rn) reported that the blood pump rotor from a 2008t hemodialysis (hd) machine damaged the bloodline tubing during a patient¿s treatment, and the event resulted in blood loss. Additional details were provided upon follow-up with the rn. The rn said the machine started alarming with an air detector message towards the beginning of the patient¿s treatment. The staff could not clear the alarm. Their initial instinct was that the bloodline was defective. They returned the entirety of the patient¿s blood, and the machine was re-strung with new supplies. Approximately five minutes later, the machine began alarming again with air detector messages. This time, one of the technicians noticed clear fluid (saline) dripping from the blood pump rotor. The treatment was paused, and the majority of the patient¿s blood was returned. Due to the partial return of blood, the rn said the patient experienced blood loss of approximately 30 ml. When the combi set bloodline was removed from the machine, the rn identified a tiny puncture on the blood pump segment of the bloodline. This damage was not present prior to use. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. Due to the treatment delay, the patient's treatment was cut a few minutes short. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. Additional information related to the status of the machine was provided during a follow-up with the facility¿s biomedical technician (biomed). The biomed said there were no exposed sharp objects found on the rotor. However, the tubing retaining clamp was found to be broken during the inspection. The biomed was able to fix the machine by replacing the blood pump rotor and the tubing retaining clamp. Both parts that were replaced were disposed of; no sample was available for evaluation. The biomed stated the machine was put back in service following the repair.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). However, the complaint investigation found objective evidence indicating a product problem and thus the complaint was confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. Based on the available information, the reported event was able to be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that the blood pump rotor from a 2008t hemodialysis (hd) machine damaged the bloodline tubing during a patient¿s treatment, and the event resulted in blood loss. Additional details were provided upon follow-up with the rn. The rn said the machine started alarming with an air detector message towards the beginning of the patient¿s treatment. The staff could not clear the alarm. Their initial instinct was that the bloodline was defective. They returned the entirety of the patient¿s blood, and the machine was re-strung with new supplies. Approximately five minutes later, the machine began alarming again with air detector messages. This time, one of the technicians noticed clear fluid (saline) dripping from the blood pump rotor. The treatment was paused, and the majority of the patient¿s blood was returned. Due to the partial return of blood, the rn said the patient experienced blood loss of approximately 30 ml. When the combi set bloodline was removed from the machine, the rn identified a tiny puncture on the blood pump segment of the bloodline. This damage was not present prior to use. The machine was removed from service for evaluation, and the patient was re-setup with new supplies on a different machine. Due to the treatment delay, the patient's treatment was cut a few minutes short. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported events. Additional information related to the status of the machine was provided during a follow-up with the facility¿s biomedical technician (biomed). The biomed said there were no exposed sharp objects found on the rotor. However, the tubing retaining clamp was found to be broken during the inspection. The biomed was able to fix the machine by replacing the blood pump rotor and the tubing retaining clamp. Both parts that were replaced were disposed of; no sample was available for evaluation. The biomed stated the machine was put back in service following the repair.